Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 2.7 mmol/l with no symptoms of hypoglycemia. The patient did receive treatment from a diabetic nurse. The reporter could not complete troubleshooting at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-dec-2017 with the following findings: the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 3.15 unit ezcarb normal bolus on (B)(6) 2017 at 21:09. A manual date change was observed at 22:34 from (B)(6) 2017 to (B)(6) 2017. The pump was exercised for 24 hours with a 2.0 unit/hour basal rate. At the end of testing the basal history correctly showed 2.0 units/hour and total daily dose (tdd) showed 48.0 units. The tdd (bolus plus basal) added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately.. No alarms or delivery interruptions occurred during the testing. Investigators were unable to duplicate the complaint of inaccurate delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.